Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/11/2016 with the following findings: during investigation, the original complaint of the unresponsive keypad was unable to be duplicated. The keypad was undamaged and all the buttons were responsive. The keypad cover was removed and there were no contaminants found under the contacts. The pump was opened and there were no intermittent condition found on the keypad flex connector. Unrelated to the original complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 it was reported that the keypad button was under responsive. The customer alleged that the up, down and ok buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.